Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the type 3b endoleak. Additionally, the clinical evaluation also found evidence to support stenosis, dissection, type ia endoleak that occurred during the initial implant. The clinical assessment was based on sub optimal medical records and sub optimal patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, patient anatomy, significant peripheral vascular disease, bilateral iliac disease with calcification, calcification in the right iliac, and contributing factors to the type 3b endoleak; intraoperative angioplasty of the limb due to stenosis of the native vessel and/or a manufacturing defect.

Event description:
It was reported during initial implant of a limb extension a type 3b endoleak was identified when the operative angiogram was completed. The physician sealed the endoleak by implanting an additional limb extension. Post operative day 6 the patient expired while in hospice care.